Event description:
The customer removed the axsym liquid waste container, and added a carton of undiluted bleach to the container. The customer let the container sit for 15 minutes. When emptying the container into the sink, the customer breathed in gaseous vapors from the container, which caused the customer to experience nausea, and her vision was blurred (black). The customer laid down to regain consciousness. Abbott customer service was contacted later the same day, and the customer stated that she was feeling better. There is no indication that the customer received medical treatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Axsym solution 1 (mup) ln 8a47-04, axsym solution 3 (matrix cell wash) ln 8a81-04, axsym solution 4 (line diluent) ln 8a46-02, axsym probe clean ln 9a35-05. Evaluation: there was no device to be returned for evaluation. The customer's issue was related to toxic gas generated during discarding of disinfected liquid waste down the drain/sink. This investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. One similar complaint was identified involving an abbott architect analyzer and the architect concentrated wash buffer. In response to these complaints a risk impact assessment and internal failure investigation were opened. The system design history files, risk management documentation, and package inserts were reviewed. The axsym solution kit labels indicate that these products contain sodium azide. The hazard section of these labels warns that "contact with acids liberates very toxic gas". Additional information may be found in the product material safety data sheet (msds). The product is performing as expected. The root cause is that the potential hazards associated with the disinfection and handling of liquid waste were not fully identified for the axsym systems and therefore adequate guidance was not provided. A package insert was issued to all users to include information on the incompatibility of the product with acids and reinforce current product labeling to ensure customer awareness of the warning, the hazard analyses of the architect and axsym systems were updated to include this warning.